Event description:
It was reported that insulin was squirting out during the manual prime. Troubleshooting was performed. It was stated that the device was stuck on the prime/rewind loop. It was mentioned that the insulin pump did not display any message error even when the piston was fully extended. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.